Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that transmitter was not blinking when connected to sensor. Customer's blood glucose was 128 mg/dl. It was reported that when customer checked for bent cannula, it was found that cannula was not there. It was reported that there was a tiny wire sticking out. Caller did not think that cannula was still in the skin. Caller was advised that sensor would be replaced.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found sensor cannula bent inside the sensor base. Unable to confirm that the customer received the sensor in said condition due to product being returned opened/used.